Event description:
It was reported that a symptomatic patient was presented in clinic due to dizziness, shortness of breath, and chest pain. The pulse generator was found in backup vvi mode. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.